Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has exhibited high impedance measurements (consistently > 2000 ohms ) on the right ventricular (rv) lead. In addition, noise has been seen on the rate/sense channel. The device has been in service for approximately 3 months. Technical services (ts) discussed possibilities for the noise and high impedance, including a loose setscrew or an improperly inserted lead. No patient complications have been reported. The physician has elected to monitor the patient for 6 weeks, and will evaluate the device at a later time.